Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause: user's test strip had poor fill.

Event description:
Customer complains of low results. Customer states that she feels well and requires no medical attention. The customer's expected blood results are 100-140mg/dl fasting. Verified the strips expired 1/25/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2015. Customer performed a back to back blood test and obtained 112mg/dl and 120mg/dl not fasting. Reviewed meter memory: (B)(6). The customer is concerned with the result of 38 mg/dl on (B)(6) 2015 at 06:54 am. The customer is calling because she feels the results are reading too low. The customer has noticed this on (B)(6) 2015 the meter results has been dropped.